Event description:
When plugging the system into the wall, 3 electrical outlets in ICU shorted out resulting in sparks seen from plug/outlet interface. The sonographer felt a shock and presented to ER with numbness in her right arm. Three days later, electrical safety testing was performed following parts replacement. System passed and was fully operational. The same sonographer reported being shocked again while plugging the system into a different outlet.

Manufacturer narrative:
Investigation into the root cause of the event is in progress. Once the info has been gathered, a separate follow-up report will be submitted to FDA.